Event description:
According to the report, a pulmonary valve with an internal annular diameter of 18 mm was implanted in 2005 into a pt with an unk medical history. An echocardiogram was performed the day after implant, which reportedly indicated that the valve diameter was 25 mm. The valve was subsequently explanted and replaced with a samller valve. The surgeon indicated that the diameter of the explanted valve appeared to be 21 mm. The explanted valve was placed in formalin, then transferred into an alternate, unk solution and returned to cryolife for eval.